Manufacturer narrative:
This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was not returned to zoll medical corporation for evaluation; the device data logs were provided for review. The customer's report was observed during review of the device data logs. The zoll customer has been contacted for return of the device and the device has not been returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.